Event description:
The patient reported that they had a spinal cord stimulator from another company that didn't work. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".